Event description:
Original surgery date is unknown. On (B)(6) 2014, the patient was revised due to the pseudotumor was suspected. Before surgery, the arthrocentesis was noted in CT/MRI. During the surgery, black corrosion was noted on the neck junction in visually. All implants are removed except the cup and the sleeve and completed case.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.